Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. (B)(6). The field service specialist (fss) visited customer site to inspect the system. The fss found no issues with the operation of the equipment. At the time of the incident, the footpedal was replaced and the continuous irrigation was disabled. As the issue of footpedal issues corresponded with another unit. The surgery center had continuous irrigation during I/a procedure with this equipment. By disabling the continuous irrigation manually, the error disappeared and the surgeon could finish his surgery. Through the fss evaluation of the system, it was found that the surgery center made a mistake/error when reporting the issue of footpedal issue. The unit met amo specifications all pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 416 (footpedal error) in irrigation/aspiration (I/a) mode during surgery and at the same time, the continuous irrigation came on. There was a patient involvement and by disabling the continuous irrigation manually, the error disappeared and the surgeon could finish his surgery. There was no patient injury reported and no patient treatment delayed. It was reported that the issue occurred three (3) times within two (2) last weeks. This report is three (3) of three.

Manufacturer narrative:
Through follow ups it was learned that the correct suspect product to report is the signature pro console, serial number (B)(4) and not the whitestar signature system (serial #(B)(4)) that was initially reported and was listed in the initial MDR report in error. The following corrections were inadvertently not included in the initial MDR: brand name: whitestar signature pro console. Model #: ngp680301, serial #: (B)(4), unique identifier (UDI#): (B)(4). Device manufacture date: 2015. All pertinent information available to abbott medical optics has been submitted.